Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic procedure, the device was not able to fire. Surgeon replaced the handle to resolve the issue. No patient injury.